Event description:
A patient fell off the omega iii table during a dsa procedure. The patient was partially paralyzed from a previous stroke. Saftey straps to restrain the patient were not used although available. When the technician moved to the control room, the patient slide, off the table. No injury was reported. The concern is for potential injury.